Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a farawave catheter was selected for use. When farawave was tested prior to insertion, the flower shape was not as expected, flower facing forward. Physician decided to use the farawave anyhow. Normal farawave preparation was done. When farawave was positioned at the lspv and deployed in basket shape, the physician noted an issue with the irrigation and a blood clot near the basket was observed via echo. The physician did blood aspiration via the faradrive trying to remove the clot. The farawave was withdrawn from the la. According to physician a clot was seen on the tip of the farawave. A new farawave catheter was opened, and the procedure was successfully finished without complications. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The device passed all test performed, showing no evidence of the reported failures. And no blood exposed was founded in the catheter. Additionally, related to the device was not in the correct flower shape, and the physician decided to use the device anyhow, and that is considered off label use.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a farawave catheter was selected for use. When farawave was tested prior to insertion, the flower shape was not as expected, flower facing forward. Physician decided to use the farawave anyhow. Normal farawave preparation was done. When farawave was positioned at the lspv and deployed in basket shape, the physician noted an issue with the irrigation and a blood clot near the basket was observed via echo. The physician did blood aspiration via the faradrive trying to remove the clot. The farawave was withdrawn from the la. According to physician a clot was seen on the tip of the farawave. A new farawave catheter was opened, and the procedure was successfully finished without complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.